Event description:
It was reported the high definition liquid crystal display monitor had no image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps performed: verified outputs on both the video system center and high definition liquid crystal display monitor. Advised testing direct connections (video system center to monitor, or primary monitor to secondary monitor) to isolate the issue. Customer requested an official quote for a field service engineer (fse) visit to assist with wiring. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d8, h2, h6, h11 the customer contacted olympus technical assistance support (tac) via phone. Verified the outputs on both the otv-s190 and oev262h monitor. The customer was advised to test direct connections to isolate the issue. The issue involved multiple barco monitors connected through a non-olympus transmitter. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.